Event description:
It was reported that after implanting an intraocular lens into the right eye, the capsule was too weak to hold the lens, requiring the surgeon to remove and replace it within the same procedure. In addition, a vitrectomy was performed. The incision was not enlarged. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site for inspection. The sample lens was received in a plastic bag. The returned lens sample was inspected at 10x microscope magnification. Based on the investigation, the condition of the returned lens is consistent with the explant process and is not manufacturing related. Manufacturing record results showed that all process operations from generation to boxing area were in compliance with no ncr (non-conformances) generated related to the reported event. All tests results showed a pass condition. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.